Event description:
It was reported that a patient is deceased and died on (B)(6) 2009; approximately two years post the implant ((B)(6) 2007) of an ipg. The patient was a participant in the (B)(4) study and died "out of hospital"; therefore, no further information will be provided regarding the patient's death. The physician-investigator classified the death as "unknown" and had no complaint. It was previously reported that a year prior to the death the atrial lead had high capture threshold. After device reprogramming the capture threshold was lower and the lead remained in use. At the time of the death both the device and atrial lead were in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.